Event description:
X-rays taken during a three month post-op visit ((B)(6) 2011) revealed a trestle variable angle screw had begun to back out of the c4 vertebrae. On (B)(6) 2011 revision surgery was performed to remove the protruding trestle screw. No surgical complications were reported. The anterior cervical plating system was originally implanted on (B)(6) 2011.

Manufacturer narrative:
An evaluation is not possible at this time. The suspect device nor its identifying lot number have been provided. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position. Both the surgical technique and instruction for use (ins-014) state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9 degrees may prohibit proper seating. Upon the receipt of additional information or the device is question a follow-up submission will be provided.